Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), skin cancer ('skin cancer') and cholelithiasis ('gall stones') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis from 1997 to 2007 and overweight. Concomitant products included intrauterine contraceptive device (paragard) from 2002 to 2008 for contraception as well as estrogens conjugated (premarin) from (B)(6) 2009 to (B)(6) 2009 and ibuprofen since (B)(6) 2009. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), spinal pain ("spine pain"), pain in extremity ("leg pain") and arthralgia ("hip pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fibromyalgia ("autoimmune diagnosed- fibromyalgia"), depression ("psych injury/ depression"), hypertonic bladder ("over active bladder problems"), migraine ("migraine/ headaches") and female sexual dysfunction ("apareunia( inability to have sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced insomnia ("insomnia"). In (B)(6) 2012, the patient experienced feeling abnormal ("foggy brain") and amnesia ("short term memory loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), peripheral swelling ("swelling of extremities") and paraesthesia ("tingling extremities"). In (B)(6) 2013, the patient experienced vision blurred ("blurriness") and photophobia ("sensitivity to light"). In (B)(6) 2015, the patient was found to have skin cancer (seriousness criterion medically significant) and experienced dermatitis allergic ("rash/skin condition/ boils"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive compulsive disorder"), acne ("acne"), furuncle ("boils"), memory impairment ("forgetfulness") and cholelithiasis (seriousness criterion medically significant). The patient was treated with surgery (gallbladder removal and laparoscopically assisted supracervical hysterectomy bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the skin cancer, dermatitis allergic, fibromyalgia, depression, hypertonic bladder, fatigue, migraine, weight increased, female sexual dysfunction, feeling abnormal, amnesia, anxiety, irritable bowel syndrome, vision blurred, photophobia, peripheral swelling, paraesthesia, insomnia, spinal pain, pain in extremity, arthralgia, obsessive-compulsive disorder, acne, furuncle, memory impairment and cholelithiasis outcome was unknown. The reporter considered abdominal pain, acne, amnesia, anxiety, arthralgia, cholelithiasis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, furuncle, hypertonic bladder, insomnia, irritable bowel syndrome, memory impairment, migraine, obsessive-compulsive disorder, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, photophobia, skin cancer, spinal pain, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for insertion date (B)(6) 2008, 2007. Current weight 242 lbs. Received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, fibromyalgia, bladder problem, fatigue, migraine, weight gain, apareunia, foggy brain, short term memory loss, depression, anxiety, boils, skin cancer, irritable bowel syndrome, blurriness, sensitivity to light, insomnia, spine pain, legs pain, hips pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: newly added events- "apareunia (inability to have sexual intercourse), foggy feeling in head, short term memory loss, depression, anxiety, boils, skin cancer, irritable bowel syndrome, blurring of eyes, sensitivity to light, swelling of extremities, tingling of extremity, insomnia, spinal pain, leg pain, hip pain, obsessive compulsive disorder, acne, boils, forgetfulness, over active bladder problems, gall stones" ,lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), fibromyalgia ("autoimmune diagnosed- fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the dermatitis allergic, fibromyalgia, psychological trauma, bladder disorder, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for insertion date (B)(6) 2008. Received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, fibromyalgia, bladder problem, fatigue, migraine, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. New reporter added. Patient demographic added. Event injury is replaced by pain. New events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),abdominal pain, allergy- rash/skin condition, autoimmune diagnosed- fibromyalgia,psych injury, bladder problems, urinary problems, fatigue ,migraine and weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.